Manufacturer narrative:
This customer reported five (5) falsely elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.

Event description:
Customer reported falsely elevated patient blood lead test results with leadcare ii. Customer reported level 1 and level 2 controls were within the target range according to the package insert instructions: level 1 = 8.7 and 8.2 ug/dl (target range = 5.9-11.9 ug/dl) and level 2 = 28 and 27.5 ug/dl (target range = 23.9-31.9 ug/dl). Customer reported receiving an elevated leadcare ii patient blood lead test result of 4.3 ug/dl with corresponding confirmatory test result of 3.1 ug/dl. Customer reported the confirmatory test method is mass spectrometry. Customer was unable to provide a copy of the confirmatory test results. During troubleshooting technical services (ts) asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations in the IFU including: contact with skin when removing first drop of blood. Not wiping the outside of the capillary tube. Customer reported carrying the capillary tubes on a tray. Ts instructed the customer not to place the capillary tubes on any surface prior to sample collection. Customer reported there is no ongoing construction in the facility. Customer reported the blood lead test kit is stored in the original box in a cabinet. On (B)(6) 2026 the customer reported no additional elevated patient blood lead test results. Customer requested a follow-up from ts in one week. On (B)(6) 2026 the customer reported no additional elevated patient blood lead test results. Customer is concerned staff will stop being careful when during sample collection and requested on site training. Ts emailed the regional point of care (rpoc) specialist to schedule training.